Event description:
This is filed to report tissue injury and unchanged mr. It was reported that on 6/9/2022, the patient presented with grade 4 primary mitral regurgitation (mr). The first mitraclip was implanted without issues, and reduced the mr to grade 3. The second g4 mitraclip xtw was intended to be implanted; however, the leaflet tore. The device was not implanted, no additional treatment was performed, and the post-procedure mr was a grade of 4. There was no clinically significant delay in the procedure, or adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral regurgitation (mr) and tissue injury as listed in the IFU are known possible complications associated with mitraclip procedures. Based on the available information the cause of the reported tissue injury cannot be determined. The reported mr is a cascading effect of tissue injury. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.